Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room with high blood glucose over 500mg/dl. The caller stated that the customer had a diabetic ulcer on the right big toe. The spouse also stated that the customer had seizures and he was admitted in the intensive care unit. It was stated that an MRI was done, and he was wearing the insulin pump. It was also stated that the hospital personnel found that the infusion set was ripped out off the customer. The spouse stated that the insulin pump started alarming motor error, and all the settings were erased off. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to motor error alarms during rewind. The insulin pump had a missing end cap sticker.